Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While the mr ultimately remained unchanged, the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping and slda appear to be related to patient morphology/pathology and was likely influenced by user technique. A definitive cause for the reported difficulty to deploy the clip could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other clip referenced (60831u1) is filed under a separate medwatch report number.

Event description:
This filed to report the difficult deployment and single leaflet device attachment (slda) of clip(60901u148). It was reported that on (B)(6) 2017, two mitraclips (60831u1) were successfully implanted, reducing mitral regurgitation (mr) from grade 4 to grade 2. On (B)(6) 2017, the patient was re-hospitalized. Mr had increased to 3-4. Slda was confirmed and a second clip procedure was performed. The physician anticipated a difficult re-clip procedure and grasping of the leaflets was difficult; however, the clip was positioned on the leaflets and mr was reduced to 1-2. During removal of the clip delivery system (cds), resistance was noted. The cds was removed too quickly and stretching of the mitral valve occurred, resulting in a slda of the newly implanted clip (60901u148). Mr was back to grade 3 to 4. No additional information was provided.